Manufacturer narrative:
A ge service representative performed an on site investigation. The closed circuit digital camera needed to be replaced. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that the system's camera needed to be replaced. No pt injury was reported.